Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-26166 the patient has two leads implanted with the same lot numbers. It was reported the patient was not receiving effective stimulation due to lead migration and high impedance readings were also indicated. Also, the patient had not charged his ipg in 5 months and was unable to communicate with or charge his ipg due to lack of recharge. Patient underwent revision surgery where the ipg and lead were explanted and he was implanted with a new ipg and lead which resolved the issue. Patient now has effective stimulation and is pleased.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.